Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one pregnant 19 year old female patient. The patient was reactive for syphilis at another hospital. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid(B)(6) (B)(6) 2023 initial result = 0.75 s/co repeat result = 0.78 s/co repeated on another architect, serial number (B)(6) results = 0.84 and 0.85 s/co tppa result = weakly positive no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, return testing and in house testing. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45335be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. The returned specimen sample ID (B)(6) was tested with the following results: architect syphilis tp: 0.79 s/co (non-reactive) recomline treponema igm: negative recomline treponema igg: negative note: during in-house testing a non-reactive result was generated for the return sample with lot 50319be01, as reagent lot 43553be01 was not available for testing in the abbott shanghai laboratory. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 45335be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one pregnant 19 year old female patient. The patient was reactive for syphilis at another hospital. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid 5714 06june2023 initial result = 0.75 s/co repeat result = 0.78 s/co repeated on another architect, serial number isr55868 results = 0.84 and 0.85 s/co tppa result = weakly positive no impact to donor management was reported.